Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had no power. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿ medstation¿ es used in this incident, it was determined that there was a power failure because the power supply fan did not spin and nothing was energized. A field service engineer replaced the assembly power supply and rebooted the station to resolve the issue. A field service engineer tested the station in hardware test application and performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.